Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital alleges a flow sensor failure. There was no report of patient involvement.

Manufacturer narrative:
The equipment was checked and found to function within manufacturing specification. Reported complaint could not be duplicated. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow.